Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. We suppose that this adverse event was probably caused by breakage of the olif cage. The osferion bone void filler package insert status in the following section: <warning and precaution> 1. Important basic precautions (1)portion of osferion that is dropped into for example, soft tissue or articular space should be removed as soon as possible by using tweezers, suction, or other means. This report is being submitted as a medical device report is an abundance of caution. Lot # m16x04c015 or m16x04c013. Device manufacture date: 06-02-2017 or 02-02-2017.

Event description:
A surgeon carried out spinal fusion surgery for levels l2-l4 and inserted olif cages manufactured by a different company. This adverse event occurred when the surgeon was inserting a cage packed with bone void filler (hereafter, this product) into the l3-l4 disc space. The surgeon inserted the cage by applying an impaction force. However, the cage was stuck between the endplates during insertion. The surgeon was not able to advance the cage further. At this point, about half of the cage was inside the disc space, while the remaining half was still outside the disc space. The surgeon removed the cage with a removal device and then attempted to insert the same cage again. Nevertheless, the surgeon was not able to advance the cage to an adequate position. The surgeon removed the broken pieces of the cage and part of this product both of which were outside the disc space , while leaving the remaining cage and this product both of which were inside the disc space as they were. The surgeon continued the surgery and completed all the procedure. Note: eventually, this product remained inside the cage at the disc space to some extent.